Event description:
Pt had an angled aorta and aneurysm presence in the right common iliac artery. Deployment of the main body graft noted that the graft set higher in the aorta than expected requiring the need to extend the leg length in order to land the grafts at the optimum location for a long term seal. Right internal iliac artery had previously been embolized, with the intent on landing the leg graft in the external iliac artery. Contralateral leg graft was deployed in the limb of the main body, and extended by deployment of the iliac leg extension, noted to land above the external iliac artery. Contralateral leg graft was deployed without complication. Final post angiogram noted a good seal of the vessel had not been obtained by the contralateral leg graft. An iliac leg extension was deployed overlapping the leg graft and extending into the external iliac artery. The taper in the contralateral leg graft, located at a point of angulation in the vessel inhibited a seal of the vessel, and a type iii endoleak was viewed. A main body extension of a larger diameter was deployed between the leg graft and extension, overlapping the junction and securing a seal of the type iii endoleak. Final angiogram showed a successful exclusion of the aneurysm.